Manufacturer narrative:
One 8f dilator was returned with a 0.035" guidewire sticking out of both ends of the dilator. There is a bend in the guidewire 3.3cm from the straight tip end of the guidewire. No other damage was observed. The dilator was found to be in good condition. A clear fiber-like material is attached to the j-tip end of the guidewire. Chemistry testing found the substance showed similar absorption characteristics when compared to poly n-methyl acrylamide-like material. This material is not from the manufacturing process. The complaint was confirmed; however, it does not appear to be related to the manufacturing process. The origin of the material cannot be determined; it may have come in contact with the guidewire at some point during the procedure. The lot number was not provided; therefore, a device history record review could not be performed. No actions will be taken at this time.

Event description:
The report stated that "unknown fibrous material was found at the tip of guidewire when it was removed from the patient body. It was unable to determine if it originated from the guidewire itself due to any damage." No patient injury was reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.